Manufacturer narrative:
Continuation of d10: product ID 8637 product type pump product ID 8637 product type pump section d information references the main component of the system. Other relevant device(s) are: product ID: 8637. Mossner j, abdelmageed s, votoupal m, et al. Safety and efficacy of continuous intrathecal baclofen via cervical catheter tip: a ret rospective case series. Neurosurg focus. 2024;56(6):e13. Doi:10.3171/2024.3.focus2475 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mossner j, abdelmageed s, votoupal m, et al. Safety and efficacy of continuous intrathecal baclofen via cervical catheter tip: a ret rospective case series. Neurosurg focus. 2024;56(6):e13. Doi:10.3171/2024.3.focus2475 reported events: 1 patient implanted with a intrathecal baclofen pump experienced infection after implant resulting in a pump explant. 1 patient experienced baclofen toxicity resulting in respiratory depression, nystagmus, dysphagia, and lethargy. The patient was placed on oxygen via a nasal canula. The baclofen dose had been decreased by 7.5% and the patients symptoms improved. 2 patients experienced respiratory depression.